Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that the imaging system was no longer booting. It was used earlier in the morning and when brought in for another procedure, it was briefly on but turned off and gave a message of "plug in system." It was noted the system was plugged into the wall and was re-plugged into a different outlet. The system would no longer boot at all. It was indicated the site was unsure if the mobile view station (mvs) was also not powered and if there was a line power light. There was no impact to the patient outcome.

Manufacturer narrative:
Correction: patient present and fdap coding. No patient information provided as no patient was involved in this concern.

Event description:
Additional information from the medtronic representative confirmed that there was no patient present at the time of the event. The field service engineer (fse) spoke with the lead radiologic technologist (rt) to rule out any recurrence of user error. The system has been working well since the issue and the site was instructed upon the appropriate work flow for the imaging system.